Event description:
The device was used during an unknown procedure. Some clips don't close in the same way. There was no consequence to the pt.

Manufacturer narrative:
D6; device returned with no lot identification.